Event description:
The complaint is classified based upon info the customer care advocate, cca, obtained from the pt/layperson in 2008. The pt complained that after replacing the battery in her onetouch ultra meter at 9 a.m. May 27th, the meter reportedly displayed the time when she inserted the test strip. Following this, the pt then reportedly took only her daily tablet of glyburide. After the alleged issue began, the pt reportedly experienced hunger, sweats, blurred vision and thirst. Reportedly no medical intervention was received. Because this senior medical affairs specialist has been unable to reach the pt, a letter will be sent. As the pt reportedly could not obtain a reading due to the reported issue and claimed she developed symptoms that can be associated with hyperglycemia or hypoglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.